Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power(moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/19/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed. No moisture was observed within the battery compartment. Leak testing found no battery compartment leak. The battery cap coin slot was damaged; the cap was able to secure properly to the pump. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s internal battery canister. Unrelated to the complaint, the bolus button cover was punctured. Leak testing revealed a bolus button leak and a display lens leak. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.